Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to speed controller faulty causing incorrect dipping parameters. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the diameter of the tubing of the foley catheter that was indwelling was smaller and appeared to have a smaller lumen, which meant that the thickness of the tubing seems reduced. This would make the catheter more prone to kinking and blockages. The customer stated that potentially there could be patients in the UK and beyond who are having catheters installed that were too large or too small. Per follow-up information received from ibc on 19jan2022, stated that the packaging was normal, and the patient was not able to determine if the item was mislabeled. The device was used on the patient and there was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the diameter of the tubing of foley catheter that was indwelling was actually smaller and appeared to have a smaller lumen which meant that the thickness of the tubing seem reduced. This would make the catheter more prone to kinking and blockages. The customer stated that potentially there could be patients in the (B)(6) and beyond who are having catheters installed that were too large or too small.